Manufacturer narrative:
Manufacturing site evaluation: multiple attempts to obtain additional information were made, no feedback was received. Samples received: (B)(4) unopened pouches. There are no previous complaints of this code batch. A total of (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Sterilization process was also normal and the results of the sterilization control are correct. Novosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. As stated in the mode of action section in the instructions for use (IFU) of novosyn "during the use of novosyn sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue." The note/precautionary measures of the IFU also informs "skin sutures which remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated. Consideration should be taken in the use of absorbable sutures on tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process. There are risks (side effects) associated to the use of novosyn suture, which are typical for any (absorbable) suture and which are mentioned in the IFU of novosyn: "side effects: "as with all other suture materials long contact with salt solutions, such as urine and bile, can lead to lithiasis. An existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection". Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Inflammatory reaction.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.